Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. H6: component code = g04. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one ecr60w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with device? 13 years. Was tension being applied to vessel during firing? No. Were any clips used in vicinity prior to device firing? No. Did the patient undergo any preoperative radiation or chemotherapy? No. Were any unusual noises heard? No. Was the vein divided intra or extra-pericardial? No.

Event description:
It was reported that in a pneumonectomy, when stapling the inferior pulmonary vein, the endocutter failed. The staples were formed where there was no vein and the vein was cut but not stapled. The reload was ecr45w. Case delayed 120 minutes. The surgery was open. They were quickly able to suture the vein and did a blood transfusion to the patient.